Event description:
It was reported that an ilet touchscreen became unresponsive, and functionality was restored after the user restarted the device via the ilet mobile app. Symptoms included no clinical effects reported by the user. Outcomes included no need for medical intervention, no hospitalization, and no alarms. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a temporary user interface responsiveness issue that resolved with a restart, consistent with a transient device performance anomaly. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient software-related behavior that resolved with reboot.